Event description:
It was reported that pump touchscreen had poor sensitivity and occasionally glitched, causing delayed response after screen was pressed before pump functioned. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.